Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra (s3u) valve in the aortic position, there was noted to be some resistance when the delivery system and s3u entered 14f esheath+. There was some difficulty, but when the valve exited the tip there was a little pop and operator had to push. On the way out we noticed the sheath had damage to the tip (distal tip tear). The valve was implanted successfully without any harm to the patient. They were stable following the procedure. There were no withdrawal difficulties.